Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Initial report: as reported, during retrieval of an unknown inferior vena cava filter, the filter became stuck in an unspecified cook mullins sheath. The sheath reportedly also kinked while the filter was inside the device. Additional information has been requested, but is unavailable at this time. Investigation - evaluation: reviews of the documentation, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, and specifications were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document-based investigation evaluation was performed. The evidence indicates the product was made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. As there are adequate inspection activities established, and objective evidence that the DHR was fully executed it was concluded that there is no evidence that nonconforming product exists in house or in field an IFU is provided with this device, which states "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/ introducer may result when the fit is tight¿when inserting, manipulating or withdrawing a device through an introducer always maintain introducer position¿before removing or inserting devices through the introducer, aspirate through the side-arm of the valve to clear the introducer, then flush with heparinized saline." Based on the information provided and no product returned, investigation has concluded that a definitive cause for this event could not be determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
It is unknown if the device will be returned. (B)(6). PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during retrieval of an unknown inferior vena cava filter, the filter became stuck in an unspecified cook mullins sheath. The sheath reportedly also kinked while the filter was inside the device. Additional information has been requested, but is unavailable at this time.

Event description:
Additional information was received 13jul2020. The unspecified complaint device was 75 centimeters long. The device was discarded by the user facility. The other manufacturer's filter had been in place for six months. A cook gunther tulip vena cava filter retrieval set gtrs-200-rb (g13287) and cook clover snare 4-loop vascular retrieval set vrs-5.0-90 (g53008) were used during the procedure. The filter was successfully retrieved. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a1, a3, b5, b7, d10, d11, f10, h3, h6. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.